Event description:
Robotic instrument davinci prograsp forceps, 8mm, (B)(4), lot no. M101031108 113 was noted to have a frayed cable at the articulating joint of the working end during the post-op inspection. Instrument had 4 of 10 lives still left on post-op instrument inventory. No harm to pt. Post-op x-ray showed no retained foreign objects with abdominal cavity.